Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with minor scratched lcd window, missing display window or cover, scratched case, cracked case, and cracked case (battery tube). Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected drive or motor anomaly noted. Motor was tested outside device and passed. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. No missing segments or partial display noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump is loud during the rewind process. The customer also stated they were not able to see the pump screen due to scratches. Customer declined to provide their blood glucose value. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.